Event description:
It was reported that surgeon was using a hoffman external fixation while doing a procedure on patients' left side and during the tensioning process, one of the wires was at an oblique angle and the wire broke while being tensioned. The surgeon replaced the broken wire and completed case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.